Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Once finishing impacting the cup, when robot was pulled away from patient the piece fell onto the floor. The impactor top hat broke into multiple pieces.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that "once finishing impacting the cup, when robot was pulled away from patient the piece fell onto the floor. The impactor top hat broke into multiple pieces" the product was unavailable for inspection as the product was not returned. Review of the device history records indicate 50 devices were manufactured and accepted into final stock on (B)(6) 2015. No non-conformances were identified during inspection. Review of complaints within the trackwise database for p/n 206270, l/n 45010315 show 01 other complaints related to the failure in this investigation. The complaints is (B)(4). The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Once finishing impacting the cup, when robot was pulled away from patient the piece fell onto the floor. The impactor top hat broke into multiple pieces.